Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that on an unspecified date, the patient's blood glucose reading was as high as 500 mg/dl with symptom of polyuria and polydypsia. Reportedly, the patient did not receive any treatment above and beyond the usual routine of diabetes care and management. The patient allegedly remained on pump therapy without any recent adjustment to the pump settings. Customer support agent reviewed the event with the reporter. It was reported that the keypad cover was punctured or torn and the 'ok' button was under responsive resulting in an under delivery of insulin. Trouble shooting was unable to resolve the reported issue. This complaint is being reported because the patient experienced severe hyperglycemia related to a tactile issue with keypad button.